Manufacturer narrative:
[Health effect]: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture of the right implant diagnosed by ultrasound. Device has been explanted and replaced.